Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occured while the customer was loading a cartridge onto the pump. Customer's blood glucose ranged from 156 mg/dl to 200 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery after the debris was removed from the speaker holes.